Manufacturer narrative:
The unit was received with a minor scratched display window, a cracked case at the display window corner, broken battery tube threads, a broken reservoir tube lip, and the reservoir did not stay locked in place due to a broken reservoir tube lip.

Event description:
The customer called to report that she dropped the insulin pump, and afterwards the device worked, but when she went to change the reservoir she noticed that the reservoir would not stay in the reservoir compartment. The customer's blood glucose reading was unknown. The customer also reported a crack that ran from the reservoir compartment to the drive support cap. The customer was advised to discontinue use of the device and revert to a backup plan. The customer's device was replaced and customer was informed to return the device for analysis.